Event description:
It was reported that during a da vinci s prostatectomy procedure while using the monopolar curved scissors (mcs) instrument with the tip cover accessory installed, unintended arcing was seen. The tip cover was immediately removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering found that there is a hole burned through the silicone of the tip cover accessory. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The size of the hole is approximately 0.009 inches in diameter and the tip cover exhibits multiple tears on the outer surface.